Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes 4.0 v, 1.0 ms capture thresholds and poor sensing. A repositioning attempt did not result in acceptable numbers. Therefore, the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received